Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02032.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, upon plugging the lightning into the engine, the indicator light on the lightning turned solid red. The hospital staff made multiple attempts to troubleshoot the lightning by unplugging and re-plugging it; however, the issue was not resolved. Therefore, the lighting was removed. The physician then continued with the procedure using a second lightning. At a certain point, it was noticed that the second lightning became clogged. It was reported that the indicator light was blinking green; however, there was no clot moving through the lighting, and no audible clicking sounds were coming from the lightning unit. The physician then used a 3-way stopcock and a 60cc syringe to clear the lightning. Subsequently, the indicator light on the lightning turned solid red, and the lightning had no vacuum pressure. Therefore, the second lightning was removed. The procedure was completed using a new lighting, the same cat12 and the same engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned lighting was unable to confirm the reported solid red-light upon initial power up. The lightning was able to power up and aspirate fluid without an issue. All audio and visual cues were functioning as intended during functional testing. Additionally, the device was returned with blood inside the aspiration tubing. This indicates the unit functioned initially and was able to aspirate blood. Evaluation of the second returned lighting was unable to confirm the reported solid red-light. The lightning was able to power up and aspirate fluid without an issue. All audio and visual cues were functioning as intended during functional testing. It is likely the lightning was clogged with clot and had loosened since shipment back to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-02032 h3 other text : placeholder.